Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of arrhythmia (bradycardia), hypotension, renal failure, worsening heart failure and death, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who noted that the mitraclip procedure was successful at reducing mitral regurgitation (mr) from grade 4 to grade 3 with no reported complication. Death occurred 4 days after the procedure in a context of heart failure and renal failure. The death was not related to the device but the procedure may have contributed to worsening clinical condition leading to death. Based on the information available, a definitive cause and the relationship to the device, for the reported patient effects of worsening heart failure and renal failure cannot be determined. The reported patient effects of bradycardia, hypotension and death appear to be related to patient/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that the mitraclip procedure was performed on (B)(6) 2018 to treat grade 4 functional mitral regurgitation (mr). Two clips were successfully implanted, reducing mr to grade 3. Four days post procedure, on (B)(6) 2018, the patient experienced hypotension and bradycardia. Medications were administered; however, the patient died from causes related to heart failure and renal failure. Both clips were noted to be well attached to both leaflets and functioning as expected; however, the physician could not be sure if the implanted clips or the mitraclip procedure caused or contributed to the death. No additional information was provided.